Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.

Event description:
It was reported that while retrieving the locator, the user realized that the tip was broken near the blood inlet hole. The tip of the locator could not be found. The pt received a wound treatment by vascular surgery. The femoral artery was opened in order to check for the tip and the cannulation hole was closed with a suture. The pt was reported in good condition and has been discharged.